Event description:
A pt contacted lifecor customer support to report that the monitor displayed the "connect electrode belt" message. She reported that she was plugging and unplugging the electrode belt. Support instructed her to always leave the electrode belt connected. Support had the pt download. The download revealed several "battery charger fault" flags on one battery pack. There was excessive falloff on one electrode. Support sent the pt a replacement electrode belt and battery pack.

Manufacturer narrative:
Device manufacture date: electrode belt (B) (4)-10/2008, battery pack (B) (4)-07/2008. Device eval summary: device evaluations of electrode belt (B) (4) and battery pack (B) (4) have been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the bent pins and defective battery pack cells. The pt received a replacement electrode belt and battery pack.